Event description:
It was reported the device failed the operational test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available, device is evaluated at customer site by philips engineer and did not find any device malfunction. Reported issue did not reproduce and device is working fine as per manufacturer's specifications without issues. The investigation concludes that no further action is required at this time.